Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. H3 other text : placeholder.

Event description:
The patient was undergoing a thrombectomy procedure in the right external iliac artery, superficial femoral artery (sfa), and femoral and popliteal bypass using a superficial femoral artery (sfa) using an indigo system aspiration catheter 7 (cat7), lightning bolt aspiration tubing (lightning bolt aspiration tubing), and a non-penumbra sheath. During procedure, the physician made four passes in the target location using the cat7. Next, while making the final pass, the physician was torquing the cat7 and experienced resistance upon coming in contact with the lateral wall of the vessel. Consequently, the physician kinked the midshaft of the cat7. While attempting to straighten out the kinked cat7, the physician broke the cat7. The physician was able to remove the first broken part of cat7 that was outside the sheath. The sheath containing the other broken piece of the cat7 was retracted back towards the groin and a guidewire was placed through the broken cat7 and then was removed together with the sheath. The procedure was completed using a new cat7, same lightning bolt aspiration tubing, and a new sheath. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned cat7 confirmed a fracture on the mid-shaft. If the device is torqued against resistance, damage such as a kink and subsequent fracture may occur. Further evaluation revealed ovalization on the distal end of the catheter shaft. This damage may have also occurred during manipulation against resistance during the procedure. Based on the reported complaint, the root cause of resistance during the procedure could not be determined. Penumbra devices are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.